Manufacturer narrative:
Device evaluation: 1 x zso-10-12 of unknown lot number was returned to cirl for evaluation open in its original packaging. This file deals with the kink of the zso-10-12 stent : this file is related to: 304658 (3001845648-2020-00455) - deals with the kink of the zso-8-10 stent in patent 2, 302861(3001845648-2020-00446) - deals with the kink of the zso-8-10 stent in patient 1 , 302862 (3001845648-2020-00447) - deals with the kink of the zebd-8-12 stent . Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 15th july 2020. Documents review including IFU review: prior to distribution all zso-10-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the zso-10-12 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ rpn of zso-10-12 confirmed for device, as per cc form complaint also confirmed as ¿when they streched the pigtail to insert the stent trough the scope, the pigtails kinked.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pigtail snap when adjusted to wire. The existing complaint description is being use as a reference. ¿ unknown zimmon biliary stent possible rpn zso-10-12 returned under MDR ref. # 3001845648-2020-00447 ¿, issue to be confirmed. Exact rpn is unknown and lot number is unknown. Qty is 1 and used, as it was returned without its packaging. This new file is linked to both MDR ref. # 3001845648-2020-00447 and MDR ref. # 3001845648-2020-00447 where the issue was identified during the lab evaluations of the aforementioned files.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted as it was noted on the 27-oct-2020 that the previous lot number provided c16630849 is an invalid lot number. D.4 product lot number is being amended to c1630849. F. 10 is also being amended to 'material twisted / bent (2981)'